Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) and remote network station (rns) went into comm loss with the devices being monitored then came back up. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) and remote network station (rns) went into comm loss with the devices being monitored then came back up. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: root cause is related to nihon kohden (nk) related activities on the customer's network. Nk cits was running a debug on the customer's enterprise gateway and was not able to access it due to vpn issues. As a result, the debug view crashed as nk cits was not able to restart the debug view due to files becoming too large, which caused the communication loss. There is no evidence of an nk device malfunction. As the communication loss is related to nk troubleshooting activities, this incident is an isolated incident.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) and remote network station (rns) were in communication loss with devices being monitored. They went into communication loss and came back up. This was due to nihon kohden pulling large amounts of data to review for another issue and causes issues with the server. The server will need a few minutes to recover itself. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) and remote network station (rns) were in communication loss with devices being monitored. They went into communication loss and came back up. No patient harm reported.